Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Investigation of the returned expiratory pressure transducer printed-circuit board (pcb) and evaluation of the received device logs has been finalized. Evaluation of the received test logs showed that the pressure transducer sub-test had failed due to a high gain value (>8% from default) from the expiratory pressure transducer. The logs also showed that the expiratory pressure sensor had several millivolts' offset drift within a short time, indicating an unstable pressure sensor. The reported pressure transducer sub-test failure was reproduced when the returned pcb was tested in a reference ventilator. An alarm for low peep (positive end expiratory pressure) was generated during ventilation testing. When the pressure sensor was replaced, performed pre-use checks tests passed without deviation, and no alarms were generated during ventilation testing. The pressure sensor's offset drift is the cause of the reported failure. Microscopic inspection of the pressure sensor showed that there were particles in the ceramic cavity on the top of the sensor's chip. Earlier investigations of other pressure transducer pcb's have shown that when the particles were removed, the pressure transducers functioned normally and no offset drift was noticed. The conclusion is, that the presence of particles in the ceramic cavity on the top of the sensor's chip has caused an offset drift which, in turn, caused the reported failure and affected the measured peep. The root cause of the presence of particles in the ceramic cavity has not been determined.

Event description:
(B)(4).